Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead is showing high impedances. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the patients system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.